Event description:
After the one and only lead was placed, the patient got a post-op scan taken. The patient was on their side when the scan was taken, so not in the supine or prone position. Around 11:30am est, the field service engineer attempted to upload and merge the images but the automatic and semi-automatic merge functions were not working for any of the pre-op scans. The merge was not close at all, and it is most likely due to the patient being on their side for the scan. The surgeon decided that based on the post-op images, that they were satisfied with the accuracy and did not manually adjust the merge to see accuracy on the rosa software. Around 11:44am est, the fse decided to exit out of the merge function, but when returning to exam manager and trying to return to the main screen, an impossible to load exam message appeared on the screen. The software was stuck in exam manager until a new 3d reconstruction was selected, and the software experienced a windows shutdown. The robot was restarted. The patient was under anesthesia and the rosa portion of the surgery was over. The total delay was less than 15 minutes.

Manufacturer narrative:
It was reported that uploading and merging images did not work for any of the pre-ops scans, the merge was not close at all, the software was stuck in exam manager until a new 3d reconstruction was selected, and user experienced a windows shutdown. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation, it was impossible to load exam due to an use error provoked by an oversized exam upload which contributed to a system shutdown. The merge was not performed correctly because the patient was positioned in his side while the patient position parameter in the dicom was set as supine position and the manual adjustments of the fusion was not performed by the user. Therefore, the root cause of this event is use errors.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
After the one and only lead was placed, the patient got a post-op scan taken. The patient was on their side when the scan was taken, so not in the supine or prone position. Around 11:30am est, the field service engineer (fse) attempted to upload and merge the images but the automatic and semi-automatic merge functions were not working for any of the pre-op scans. The merge was not close at all, and it is most likely due to the patient being on their side for the scan. The surgeon decided that based on the post-op images, that they were satisfied with the accuracy and did not manually adjust the merge to see accuracy on the rosa software. Around 11:44am est, the fse decided to exit out of the merge function, but when returning to exam manager and trying to return to the main screen, an impossible to load exam message appeared on the screen. The software was stuck in exam manager until a new 3d reconstruction was selected, and the software experienced a windows shutdown. The robot was restarted. The patient was under anesthesia and the rosa portion of the surgery was over. The total delay was less than 15 minutes.